Event description:
The following information was previously reported in MFR report # 3004209178-2013-00909, and any additional information received will continue to be reported in this MFR report: it was reported that a patient was having trouble with her device and had physical pain. The reporter stated that in order to mitigate the pain, the device was turned off. Five days later, it was reported that the patient¿s left side device was ¿malfunctioning¿ or ¿short circuiting.¿ the reporter stated that the patient had constant pain and sometimes erratic emotions. It was reported that the patient had surgery scheduled on (B)(6) 2013 to remove the device and ¿get rewired.¿ additional information has been requested but was not available as of the date of this report. The following information was previously reported in MFR report # 3007566237-2013-00433, and any additional information received will continue to be reported in this MFR report: it was reported that there were high impedances and the patient experienced a jolting sensation at the device pocket. The reporter stated that the impedance showed an open circuit and the extension and implantable neurostimulator (ins) were replaced. It was noted that the issue was located at the device pocket and symptoms included pain and less than 50% therapy relief. The patient suffered no injury or adverse event. Three days later, it was reported that the patient was feeling fine post-operatively. The reporter stated that impedances were okay, no problems were found, and when the device was turned on the patient did not experience any jolting sensation. It was reported that the patient was feeling fine and was getting therapy again without any uncomfortable side effects.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3387-40, lot# v000654, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v000625, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).